Event description:
Rv lead high impedance rv lead warning for high impedance and high thresholds. Rv lead ohms 4200 with threshold measured at 3.75 at .0ms. Patient had 0.1 % rv pacing. Isometrics performed, no noise detected. Rv sensitivity set to 5.6mv at baseline.". Lead was manufactured by biotronik. Mpxr report# (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).